Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit had blank lower screen- touchscreen console. There was no patient involvement reported.